Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient received a burn mark from the front left te pad from the treatments. The patient¿s physician prescribed cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.